Manufacturer narrative:
Other relevant device(s) are: product ID: 7482a40, serial/lot #: (B)(4), ubd: 08-jan-2012, UDI#: (B)(4) ; product ID: 7482a40, serial/lot #: (B)(4), ubd: 08-jan-2012, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had a pocket revision but no new implanted products during the (B)(6) 2020 procedure. Additional information was received from a manufacturer representative (rep) reporting that there was no implantable neurostimulator (ins) issue that led to the pocket revision. Impedances were in-range pre-op. However, the patient experienced tugging sensations and pain along the extension site (neck and behind the ear) that caused him to come in for a pocket revision. The patient has old extensions and a 2x4 pocket adaptor, which potentially creates the extension to be very taut in the patient, causing the pain. Two options were provided to the patient in pre-op by the physician: replace the extensions and pocket adaptor with new extensions or just revise the pocket by breaking down scar tissue, recoiling the pocket adaptor, and adjusting the ins for enhanced comfort. The patient opted for the least invasive option - just pocket revision. No devices were explanted. The physician communicated and the following weeks with the revised pocket will be telling if the pocket revision provided relief to his symptoms. The patient and his wife are monitoring the symptoms and providing follow-up.